Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a guidance device being used in a spinal procedure. It was reported that the left side solutions were only from slider station 25, so the surgeon asked to move to 25 and execute all right and left trajectories from station 25. T12 left was drilled and the surgeon deemed it accurate. L2 left was drilled, and the surgeon felt it was deviated as he did not feel bone with the kwire. Planning was modified for a safer trajectory and the rbt device was sent again. Still the surgeon felt it was off. The planning was modified for the 3rd time and the rbt was sent. The surgeon felt it was off, but ap and lateral fluoro shots were taken and the surgeon deemed the trajectory to be accurate. The surgeon started placing the screw in l2 left, but it was pulled out. T12 right was sent and drilled by the surgeon at the right side, at the same time that the surgeon from left side inserted the screw at l2 left. When t12 was drilled, the surgeon felt something was wrong and the signals from right quadriceps were weakened. The surgeon aborted the robotic case and performed an open surgery. The surgeon believed that accuracy was compromised the moment the surgeon moved the slider to station 25, although he double checked it and felt it was secure. After the surgery and after the patient was awakened, the surgeons tested leg movements and deemed that they were normal. There was no patient harm or additional complications reported or anticipated as a result of the event.

Manufacturer narrative:
Evaluation of the returned export files indicated that the root cause for the deviation reported during this case was a platform shift. Using the cross-bar slider in order to get to station 25, with the additional evidence that the hover-t platform cephalic end was not secured according to mazor surgical technique, has led to the instability of the platform, causing it to shift. If information is provided in the future, a supplemental report will be issued.